Event description:
Patient presented to the physician with a thin and stretched scar tissue at the chest incision site, exposing the patient to a potential risk of erosion. Physician brought the patient into the or, removed scar tissue, re-sutured, and closed.